Event description:
Report received from the USA stating that during a routine inspection a "hole in the hose" was found. It was unk to the reporter how the hole occurred. There were no injuries or medical intervention reported. There was no additional info provided.

Manufacturer narrative:
The device has been received by anspach. If additional info is received, a supplemental report will be sent.